Event description:
It was reported that during a procedure to treat multiple tight lesions in the mid superficial femoral artery with heavy calcification the armada 35 balloon catheter was advanced without resistance and on the first inflation was inflated to 8 atmospheres and could not inflate any further. Negative pressure was pulled and the balloon did not deflate. Resistance was felt during removal of the balloon; however, the balloon was ultimately pulled into the sheath and withdrawn from the patient anatomy. A new armada 35 balloon catheter was used to successfully pre-dilate the lesions and multiple stents were implanted to treat the target lesions. Post dilatation was performed successfully using an armada balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties inflating the device were able to be confirmed as there was a leak in the hub. The deflation difficulties could not be replicated in a testing environment due to the leak in the hub. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to leaks was noted by the manufacturer. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.